Event description:
It was reported that the gynae list for the day had a resection of a fibroid. Unfortunately, during the procedure loop snapped off. No harm to the patient. They were able to retrieve the loop. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
As the device has not been returned, a final determination of the root cause is not possible - a review on complaints of a similar device (011160-10) shows mechanical overload to the cutting loop as the most likely reason for the damage. The event is filed under internal karl storz complaint ID: (B)(4).